Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button was scrolling without input. Customer¿s blood glucose was 126 mg/dl at the time of incident. Customer stated that the there was no response from any button. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with unresponsive buttons. Problem isolated to the keypad. During visual inspection, found the keypad connector on electrical board was properly locked. Insulin pump passed displacement test and self test.